Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (ccc) were within acceptable range. The customer ran multiple hcg samples and the results were acceptable. Upon the ccc specialist instructions, the customer verified the alignments of small sample container cups and did not find any issue. A siemens headquarters support center specialist reviewed the event data and concluded that the issue was due to sample specific interference. The customer does not have sample in question for in-house testing. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample draw was obtained from the patient and was run on the same instrument, resulting higher. The original and the new sample draw were repeated on the same instrument, resulting higher both times. The corrected result obtained upon initial run from new sample draw was reported as correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.